Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 40mmh2o. The valve was visually inspected, no defects were noted. The valve was tested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The valve was irrigated with purified water; an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The bactiseal catheter was irrigated with purified water, no occlusions was noted, but some biological debris was flushed out during the irrigation process. The valve was dried. The valve was leak tested. No leaks were noted. The valve was retested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The siphon guard was removed. The valve was then pressure tested 40mmh2o, passed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found in the housing, on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the catheters, product code 82-3072, with lot number ctbbtk, conformed to the specifications when released to stock on the 30th november 2015. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Clinician contacted me to get my assistance with a reprogramming. He was having trouble getting the valve to change with normal reprogramming procedure. He noted that there was some edema remaining from the original implant from last week that he felt might be hindering the programmer. He did not like the placement of the ventricular catheter and decided he would revise the ventricular catheter and interrogate the valve once it was exposed. Upon seeing the valve intraoperatively, he found what appeared to be tissue and blood in the reservoir and valve mechanisms. He decided to explant the valve and replace the system. He explanted the shunt. (B)(4) 2015 per rep: the consequence was a revision. But the surgeon was going to do the revision regardless because the original placement of the ventricular catheter was not what he wanted. He discovered the debris and blood once the valve had been exposed. The lot numbers for the explanted products are 82-3162¿crnbh2 82-3072- ctbbtk the original implant was done on (B)(6) 2015 by the clinician